Event description:
It was reported that the device alarmed during the procedure. The surgeon found the blade had a crack. Used a like device to complete the procedure. No patient consequence reported.